Event description:
It was reported that the patient was experiencing some kind of tremor attacks in her legs and seizures wherein causing her to fall. It was suspected that the patient was overstimulated with a tonic program. Reprogramming was performed and the patient was feeling much better and didn't experience any more seizures post re-programming.

Event description:
It was reported that the patient was experiencing some kind of tremor attacks in her legs and seizures wherein causing her to fall. It was suspected that the patient was overstimulated with a tonic program. Reprogramming was performed and the patient was feeling much better and didn't experience any more seizures post re-programming. Additional information was received which confirmed the patient experienced tremors related to their disease which caused the patient to fall. The patient did not experience any seizures as originally reported.